Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
It was reported that a patient slipped while in a mayfield infinity xr2 skull clamp during a right craniotomy. The patient was not repositioned prior to the slippage, she was only positioned once. The patient was not injured as a result of this event. The surgery was delayed approximately 20 minutes, while the drapes were taken down, re-pinned the patient and then prepped again and draped. The patient did well and was discharged home on (B)(6) 2013 without incident. Mayfield adult, disposable skull pins (integra ref (B)(4)). Unknown lot number. There was no neuronavigation used during this procedure.